Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and failure to deploy were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy and inflation issues as the device was inflated, maintained pressure, and the stent implant was fully expanded and deployed without issue during return device analysis. The account was contacted and confirmed the correct device was returned for analysis. Factors that may contribute to inflation issues include but are not limited to patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. Additionally, it is possible that the noted stretched outer member identified during return analysis in combination with any of the listed factors may have contributed to the reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous mid/proximal left anterior descending coronary artery. The 2.50x48 xience xpedition stent delivery system (sds) was advanced to the lesion without resistance and inflation was attempted once at about 10 atmospheres (atm). The device held pressure; however, the balloon of the sds would not inflate at all to deploy the stent. The sds was removed and was replaced with another, same size xience xpedition sds. The same 3 way stopcock was used during both attempts. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.